Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma late.

Event description:
Healthcare professional reported right side "presence of a periprosthetic effusion and a shell, capsular contracture - baker grade ii, double capsule, internal capsule adherent to the prosthesis. 2 soft capsules. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "presence of a periprosthetic effusion and a shell, capsular contracture - baker grade ii, double capsule, internal capsule adherent to the prosthesis. 2 soft capsules. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation. Analysis of the returned device identified: weight to spec, creases fold and white particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.